Event description:
Clinical study. Same case as MDR 6000089-2005-1871 and 01872. Same pt as MDR 6000089-2005-01413, 01414, 01415, 01594, 01595, 01596. It was reported that 88 days after a coronary artery drug eluting stenting treatment procedure the pt experienced congestive heart failure (chf). The index procedure treated two target lesions. The patient was prescribed plavix prior to the index procedure. Target lesion 1 was a heavily calcified, bifurcated region of the mid left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The physician performed provisional t-stenting of the lesion and placed two taxus express2 8.8% stents. Stent #1 in the main vessel was a 3.5 x 32 mm taxus express2 stent. Stent #2 distal to the main vessel was a 2.75 x 32 mm taxus express2 stent. There was no information provided regarding a third stent. All three stents overlapped. It is unknown if any stents were placed in the side branch of the bifurcation, the 1st diagonal artery. Residual stenosis was less than 30% after implantation. Target lesion 2 was a heavily calcified, bifurcated region of the apical left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The physician performed provision t-stenting of the lesion and placed one taxus express2 8.8% 2.25 x 24 mm stent. A second unknown stent was also placed overlapping the first. There was no information provided regarding stent #2. It is unknown if any stents were placed in the side branch of the bifurcation, the 2nd diagonal artery. Residual stenosis was less than 30% after implantation. The pt was discharged from the hospital 1 day post index procedure receiving beta blockers, ace inhibitors, nitrates, asa, thienopyradine antiplatelet, statins, insulin, and diuretics. The site reported that the patient experienced the onset of chf 88 days post index procedure. The pt was admitted 103 days post index procedure. The chf was resolved with unknown residual side effects 112 days post index procedure. In the opinion of the physician there is a possible relationship between the taxus stents and the event. The patient was discharged from the hospital 120 days post index procedures in satisfactory/good condition.